Event description:
It was reported that approximately one month following implant, the left ventricular (lv) lead exhibited no capture and dislodgement was observed. The lv lead was revised and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.